Event description:
As reported, it was a valve in valve procedure with a 23mm sapien 3 ultra resilia valve, in aortic position inside two non-edwards valves by transfemoral approach. After valve implantation, echo observed a mean gradients of 30 mmhg and it was decided to post-dilatate the valve. After post-dilatation, the valve showed significant 3+ transvalvular regurgitation. Therefore, a 23 mm sapien 3 ultra valve was implanted. The aortic regurgitation was resolved, and mean gradients were 20 mmhg. The procedure was completed without issue and the patient was stable post-procedure.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 impact code, clinical code, device code and investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was unable to be confirmed due to unavailability of imagery or medical records. A review of DHR did not indicate any manufacturing nonconformances that could have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. As reported, it was a valve in valve procedure with a 23mm sapien 3 ultra resilia valve, in aortic position inside two non-edwards valves by transfemoral approach. After valve implantation, echo observed a mean gradient of 30 mmhg and it was decided to post-dilatate the valve. After post-dilatation, the valve showed significant 3+ transvalvular regurgitation. Therefore, a 23 mm sapien 3 ultra valve was implanted. The aortic regurgitation was resolved, and mean gradients were 20 mmhg. In this case, the deployed valve was post-dilated with non-ew balloon to improve the gradient. Per training manual, post-dilation could improve hemodynamic; however, it could also increase the risk of central regurgitation due to the over expanded valve or over stretched on the leaflets leading to improper motion of the thv leaflets, resulting in central regurgitation. In additional from training manual, it was recommended to use the same balloon for post-dilation. As such, available information suggests that procedural factors (post-dilation with non-ew device) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.